Manufacturer narrative:
Date rec'd by MFR: 03oct2019. The support service technician performed troubleshooting with the customer, can't duplicate the reported problem. Advised the customer to replace the main printed circuit board (pcb) and provided the part ID. The support service technician was informed by the customer when doing a follow up, that replacing the main pcb resolved the issue and unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 12jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the air valve and oxygen valve were stuck closed. The device was not in use at the time of the reported event, and there was no patient involvement.